Event description:
Pt returned to o.r. In 2001 with stomach pouch leak status post roux-a-y gastric bypass. Staple line repaired laparoscopically with fibrin glue sealant. Stealth eea used during procedure. Concern regarding new stapler design.